Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. On an unknown timeframe post-implantation, the patient began to experience pain and instability. Subsequently, the patient underwent revision surgery in which the articular surface and bearing were exchanged without reported complication. It was reported that all available information has been provided.

Manufacturer narrative:
(B)(4). D10: tibial bearing anterior stabilized (as) 71 mm width 18 mm thickness: catalog#ve189068, lot#888760. H6: proposed component code: mechanical (g04) - femur. The device will not be returned for analysis per hospital policy; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a2; b4; b5; d6a; d10; g3; h2; h11. D10: medical product: e1 vngd as tib brg 18x71: catalog#ep-189068, lot#888760 . Additional information has prompted a review of the previously reported investigation results. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Eleven (11) years post-implantation, the patient began to experience pain and instability. Subsequently, the patient underwent revision surgery in which the articular surface and femoral component were exchanged without reported complication. It was reported that all available information has been provided.